Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on 05/16/2015 due to low blood glucose. The customer's blood glucose at the time of admission was 25 mg/dl. The customer explained that he woke up in a pool of sweat with a blood glucose of 44 mg/dl. The customer's wife subsequently called the paramedics. The customer perceived the cause of the hospitalizations to be delivering too much insulin to himself. The customer was treated with glucose by the paramedics. The customer did not return the product for analysis.